Manufacturer narrative:
Additional information added to the event description. The software investigation was unable to determine the probable caused of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
There was heavy brain anatomy shift between the reference scan and intra op scan. In intra op scan, patient neck anatomy was visible. There was also a visible indent on patient's right side of the head due to the surgery and tumor resection.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that after doing an intra op magnetic resonance imaging (MRI) the site tried to merge it to the reference exam in the software but it would not auto merge. They tried to manually merge it without success. The health care professional ended up not going back to try to resect any more tumor. There was no delay to the procedure. No impact on patient outcome.